Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the company field service engineer at the hospital. The investigation found the wall supply pressure being outside specified levels. The wall supply pressure was adjusted and the anesthesia system was successfully tested. No device logs or information regarding the true cause of the incorrect wall supply pressure have been given. The true cause of the reported issue has not been determined.

Event description:
It was reported that the anesthesia system did not measure any flow or pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).